Manufacturer narrative:
A ge service rep performed an onsite investigation and reinstalled the software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce x-rays outside of a case. No pt injury was reported.